Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation around the papillary muscles of the ventricles (30-35w, a steam pop occurred three times followed by tamponade. Drainage was performed as a treatment for cardiac tamponade. The patient was being followed up in the intensive care unit. The physician¿s commented that it may have happened because a complex anatomy is near the papillary muscle. Steam pop is not an MDR-reportable issue. However, since cardiac tamponade may be life threatening it is MDR reportable.